Event description:
During follow-up, a decrease in sensing and impedance was noted. Diagnostic imaging was performed and confirmed that the lead was dislodged. Due to the dislodgement of the lead, the patient received inappropriate defibrillation therapy. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
Upon analysis, decreased sensing and impendence was not confirmed. Visual inspection revealed no anomalies expect for damages that are consistent with those occurring at the time of explant procedure. Electrical inspection did not find any indication of conductor fractures or internal shorts. Mechanical inspection revealed no anomalies. The device was within specifications. The analysis was inconclusive.